Manufacturer narrative:
Follow up report 2 (correction): explant date was updated. Follow up report 1 (correction): related report number field was updated. There are no related reports for this case. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the repositioning procedure of the right ventricular (rv) lead connected to this pacemaker device, telemetry difficulties were encountered, as the physician was not able to interrogate the device with a programmer. Troubleshooting efforts were unsuccessful, so the physician made the decision to explant and replace this device during that procedure. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. Follow up report 2 (correction): explant date was updated. Follow up report 1 (correction): related report number field was updated. There are no related reports for this case. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the repositioning procedure of the right ventricular (rv) lead connected to this pacemaker device, telemetry difficulties were encountered, as the physician was not able to interrogate the device with a programmer. Troubleshooting efforts were unsuccessful, so the physician made the decision to explant and replace this device during that procedure. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Follow up report 3 (correction): this report is being submitted to correct field d6b: explant date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. Follow up report 2 (correction): explant date was updated. Follow up report 1 (correction): related report number field was updated. There are no related reports for this case. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the repositioning procedure of the right ventricular (rv) lead connected to this pacemaker device, telemetry difficulties were encountered, as the physician was not able to interrogate the device with a programmer. Troubleshooting efforts were unsuccessful, so the physician made the decision to explant and replace this device during that procedure. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that during the repositioning procedure of the right ventricular (rv) lead connected to this pacemaker device, telemetry difficulties were encountered, as the physician was not able to interrogate the device with a programmer. Troubleshooting efforts were unsuccessful, so the physician made the decision to explant and replace this device during that procedure. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
Follow up report 1 (correction): related report number field was updated. There are no related reports for this case. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during the repositioning procedure of the right ventricular (rv) lead connected to this pacemaker device, telemetry difficulties were encountered, as the physician was not able to interrogate the device with a programmer. Troubleshooting efforts were unsuccessful, so the physician made the decision to explant and replace this device during that procedure. No additional adverse patient effects were reported. The device is expected to be returned for analysis.